Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during a lead revision due to decreased r-wave sensing amplitudes, lead dislodgement was observed. The lead was explanted and replaced. The patient was fine after surgery.